Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has malfunction. Device was connected to the patient at a time when the patient had a heart attack and gave results like the ECG values of a healthy patient. He reported that the patient later died and the device still showed ECG values. Device was in clinical use and patient passed away. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips product support engineer reviewed the logs received; however, found them to contain no entries relevant to this complaint. A photo was received which confirmed an ECG leads off situation with intermittent signal loss and baseline drift. The fse evaluated the device and could not reproduce the reported issue. No problems were observed during this evaluation. The customer believes that the ECG data was misread, incorrectly alleging the reported issue and confirms no issue is noted with the device. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device measures electrocardiogram (ECG) incorrectly. Although no patient harm was reported, the event will be assessed as a serious injury due to the serious deterioration of health that may result from the device¿s inaccurate ECG measurements in a life-threatening situation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse) and product support engineering and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device measures electrocardiogram (ECG) incorrectly. Although no patient harm was reported, the event will be assessed as a serious injury due to the serious deterioration of health that may result from the device¿s inaccurate ECG measurements in a life-threatening situation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips product support engineer reviewed the logs received; however, found them to contain no entries relevant to this complaint. A photo was received which confirmed an ECG leads off situation with intermittent signal loss and baseline drift. The fse evaluated the device and could not reproduce the reported issue. No problems were observed during this evaluation. The customer believes that the ECG data was misread, incorrectly alleging the reported issue and confirms no issue is noted with the device. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the dfm100 indicating that device measures ECG incorrectly. Device in use at time of event, no patient harm reported. Type of reported complaint was changed to serious injury since field service engineer cannot confirm death event happened. The device was reported to be in use on a patient, causing a delay in life-saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.